Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board, x-ray tube, and high voltage tank were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had no image on the left monitor. No patient injury was reported.